Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed on how the trend windows work and provided options to have the patient do a patient initiated interrogation (pii). Also, discussed troubleshooting and found out that there was no oversensing on any electrograms. The health care professional (hcp) will then investigate if patient had a magnetic resonance imaging (MRI) performed. Additional information states that the source of impedance was not conclusively determined and no MRI was performed. The patient's device will then be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the physician performed defibrillation threshold (dft) testing and normal shock impedance measurement was observed. Since then multiple high out of range shock impedance measurements have been noted. The following month the shock impedance decreased over 50 ohms back into the normal impedance range, but started to increase again. The patient has had multiple mris, chemotherapy and radiation treatments as she has a brain tumor. No changes have been made and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurement that was detected via the patient's home monitoring system. Also, the source of impedance was still not determined and normal follow up was being followed. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurement that was detected via the patient's home monitoring system. Additional information obtained from the field representative indicated that the cause of high shock impedance was unknown. The patient will be monitored through routine follow-up. The system remains in service. No adverse patient effects were reported.